Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 49 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the autotome rx 49 was inserted into the common bile duct along with the guidewire. Upon bowing the autotome rx 49, the cutwire broke. Reportedly, no part of the device detached inside the patient. The procedure was completed with a second autotome rx 49, using the same generator and active cord. There was no user injury nor any patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an autotome rx 49 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the autotome rx 49 was inserted into the common bile duct along with the guidewire. Upon bowing the autotome rx 49, the cutwire broke. Reportedly, no part of the device detached inside the patient. The procedure was completed with a second autotome rx 49, using the same generator and active cord. There was no user injury nor any patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The problem code 1069 captures the reportable event of cutting wire broken. Visual examination of the returned device has the cutting wire broken and blackened. Additionally, the distal pierced hole was found torn and melted. Therefore these last conditions displaced the cutting wire causing the wire anchor to be partially dislodged from the extrusion. The complaint was consistent with the reported event of cutting wire broke. It is most likely that a peak of voltage could have caused the failures noted. Therefore, a conclusion code of "cause traced to component failure" was assigned to this anchor has a section broken, since expected or random component failure without any design or manufacturing issue a review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.